Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the drive support cap on the insulin pump was loose; the patient was able to see the red cables inside of the insulin pump. The patient's blood glucose at the time of incident was 165 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a detached end cap, cracked case at the display window corners, battery tube threads, reservoir tube lip, minor scratched and cracked display window. The drive support disk was inspected and no anomaly was noted.